Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 row board cable and retractor band were loose. A field service engineer (fse) reseated cables to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie c1 was failed to close and could not be recovered. Customer performed subsequent recovery attempts resulted in the entire drawer failing with a not detected on the bus error, despite multiple restarts and cable reseating. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.